Event description:
The customer reported experiencing reboot issues associated with admit/discharge actions at the information center ix. The device was in use monitoring patients. There was no adverse event reported.